Event description:
An incontinence sling was implanted, the date of procedure was not provided. It was reported that after the implant the "pt had coughing fit and felt a pop follow sling procedure." The pt experienced incontinence after the implant. Additional information has been requested.

Manufacturer narrative:
It is unknown what ams incontinence mesh product was implanted. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.